Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was reported that the supply bag dropped and disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five phase of peritoneal dialysis therapy. During troubleshooting, the patient stated that the supply bag dropped on the floor and become disconnected. The patient stated all the connections had been secure. Renal therapy services (rts) had the hp cycle power to the device again to clear the alarm. The patient would use manual bags to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.